Event description:
A device was used during a low anterior resection. The device did not completely cut the anastomosis. Another device was used to complete the case. There were no consequences to the patient.